Manufacturer narrative:
The insulin pump was received with button error due to corroded keypad traces. The device had cracked at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer had the insulin pump tucked in her bra when it alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.